Event description:
Pt underwent left heart cath, selective right and left coronary arteriography, balloon angioplasty of the mid left anterior descending, right iliofemoral arteriography and collagen plug closure of the right femoral artery. Developed femoral artery and retroperitoneal hemorrhage and required emergent vascular surgery. Cath was completed at 1649 and sent to or at 1821. Note - physician does not believe there was failure of the plug.